Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an evercross balloon dilation catheter to treat a moderately calcified mid right common iliac artery. The vessel had little tortuosity and the lesion had resulted in 90% stenosis. The device was prepped with no issues identified. There was no resistance encountered advancing the device and it did not pass through a previously deployed stent. During the first balloon inflation at 7atm the balloon burst. The procedure used a non-mdt inflation device. There were no balloon fragments. All of device was withdrawn from the patient without intervention. The artery was stented with a 10x40 protege, and post dilated with a competitive balloon to complete the procedure. The use of the protege was planned. No patient injury was reported.